Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device outer hose came apart. It was also reported that the device failed the muffler sock, temperature, noise, rotational speed and oil leak pretests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from china that during an unspecified surgical procedure, it was discovered that the motor device did not rotate. It was unknown if there was a delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.